Manufacturer narrative:
A philips service engineer evaluated the device, and reported that after the device had been started, the issue had been confirmed. The se then reinserted the power cable, and performed a startup test, but the fault persisted. It was then noted that the se checked the error log in the background of the device, and also checked the maintenance manual to confirm the information for the gas delivery system (gds). The se then replaced the gas delivery system (gds); the device was tested and returned to full functionality.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1203 (alarm message: low leak co2 rebreathing risk). There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).